Manufacturer narrative:
The power management tool confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with keypad overlay texture damage, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery depleted in one day. Customer's blood glucose was unknown. Insulin pump would be replaced.